Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. The surgeon tried to squeeze the handle of the manual stapling device, however, it was locked and could not fire the device. Replaced by a new handle, connected the same reload as before, and the firing was completed. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.